Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a flow issue. Per facility, they crashed on bypass having cannulated the patient under CPR. Patient was unable to wean bypass, placed on ECMO and transported to another facility. Approximately 2.2lpm was the highest flow. It is unknown whether the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility. There was approximately 150-200cc of blood loss. There was delay due to changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: a2 (date of birth). A3 (gender). A4 (patient weight). B6 (relevant test / laboratory data). B7 (relevant history / pre-existing medical conditions). D4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3:4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The actual product was not returned for detailed investigation was unable to be performed and the condition of actual product was unknown and the cause could not be clarified. Review of the manufacturing record and incoming inspection record of the actual product confirmed that there were no any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received from sales associate, that the end user observed everything appeared fine during priming and setup. Upon initiation, the rpm was higher than expected, hence they needed to provide about a 1.0 index, these flow problems persisted possibly exacerbating over the next few minutes as he was unable to maintain even a .8 index. The oxygenator was changed out for about 40 minutes after initiation allowing for diagnostics and less invasive attempts to increase flow, cooling, and preparation of the replacement oxygenator. The initiation was necessarily hurried as patient had been on sustained CPR for a period of time prior to skin incision. Additionally, the surgery was not completed successfully. The patient was a salvage by initiation of bypass. Failure to wean, ECMO, transport to tertiary care facility, patient expired the next day. Per the facility: I do not know if improved performance would have saved the patient or not. I was unable to deliver superior flows during a period where it could have helped without knowing if it would have helped

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 18, 2022. Upon further investigation of the reported event, the following information is new and/or changed: b2 (outcomes attributed to adverse event - added death). B5 (added describe event or problem). E1 (initial reporter - added email address and phone number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 1802, 11). Health effect - impact code: 1802 - death. Investigation conclusions: 11 - conclusion not yet available. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.